Event description:
During fixation of the screw, the surgeon felt abnormal motion. The surgeon took an x-ray and noticed the screw was broken at the head. The surgeon felt that the screw could still achieve necessary fixation and left it in the pt. The screw was, however, removed and replaced by a 3.5mm screw in a later surgery. Suspect inventory of the parts at trimed was evaluated and segregated for inspection. Parts shown to be out of tolerance were removed from inventory.

Manufacturer narrative:
Device malfunction. Device returned to MFR. Device was removed and replaced with a spare screw.